Event description:
This unsolicited case from united states was received on 15-dec-2017 from a patient. This case concerns a female patient of unknown age who received treatment with synvisc one injection and after unknown latency experienced pain of the knee; also, device malfunction was identified for the reported lot number. Due to an autoimmune disorder called arteritis, the patient was taking the agents prednisone, methotrexate and blood thinners. The patient had many previous synvisc one injections in her right knee without complication. No medical history was provided. On (B)(6) 2017, patient received treatment with intraarticular synvisc one injection, once (batch/lot number: 7rsl021; dose and expiration date: unknown) in right knee for osteoarthritis right knee. On an unknown date in (B)(6) 2017, after unknown latency, after her most recent injection, the patient experienced pain of the knee and needed to use two crutches for three days, and one crutch for many days after. The patient did not receive follow up treatment from her doctor. The patient experienced no swelling and no redness of the knee and did not require antibiotics or any other prescribed medications. On an unknown date in 2017, the patient was back to her normal state, and all the previous post injection pain symptoms had gone away. Corrective treatment: crutches for pain of the knee; not reported for device malfunction. Outcome: unknown for both the events. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented. Seriousness criteria: disability for both the events pharmacovigilance comment: sanofi company comment follow-up dated 15-dec-2017: this case concerns a patient who has received synvisc one injection for osteoarthritis right knee from the recalled lot and later pain of the knee. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.